Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged which was determined during home monitoring. Further information was obtained indicating that dislodgement was confirmed with basic lead testing in which loss of atrial capture was noted. The lead had dislodged and was in the right ventricle. Further, this ra lead was repositioned and satisfactory lead measurements were then achieved. This ra lead remains in service. No additional adverse patient effects were reported.